Manufacturer narrative:
(B)(4). The device history review for the product, dermahook 1/2 hook 10 pkg/bx 6 hks/pkg lot number 73e1500060 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the elastic portion of the dermahooks are breaking with minimal pull. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one jar filled with at least eight partial dermahooks. The customer also returned one opened pouch from lot number 73e1500060. The returned samples were visually examined with and without magnification. Visual examination revealed that the customer returned two dermahooks that appear to be intact. The hook is connected to the thermoplastic elastometric (tpe) band via the blue suture thread on both intact samples. One dermahook was received with a severed tpe band. The blue suture still holds the hook to the band. Five hooks attached to the blue suture thread were received with no tpe bands attached. Five separated tpe bands were received. One of the five bands is broken into at least two pieces. Microscopic examination of the suture knots was performed on the three dermahooks that are still attached to the tpe bands. The suture knots are tied incorrectly per drawing (B)(4) rev. The knots of the suture string are tied too tightly. This defect can cause a breakage in the tpe band when tension is applied. The breaks in all returned tpe bands appear to be at the approximate location where the suture thread would be tied. Reference files (B)(4) for investigation photos. Specifications per graphic (B)(4) were other remarks: reviewed as a part of this complaint investigation. Nonconformance, (B)(4), was initiated to further investigate this complaint issue. The reported complaint of broken bands on the dermahooks was confirmed based upon the samples received. Visual examination revealed that the blue suture thread is tied too tightly resulting in a weak point in the tpe band material. Therefore, based upon the damage observed, the potential cause of this complaint issue is manufacturing related. Nonconformance, (B)(4), was initiated to further investigate this complaint issue. The samples have been forwarded to the manufacturing site for further investigation.

Event description:
Alleged event: the elastic portion of the dermahooks are breaking with minimal pull. The patient's condition was reported as fine.